Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 in order to treat stress predominant mixed incontinence. It was reported that following insertion the patient experienced extrusion of mesh through vaginal wall, pain during intercourse, burning vaginal sensation, persistent severe incontinence, and chronic vaginal pain. It was reported that the patient experienced mesh erosion and underwent partial mesh removal on (B)(6) 2011. It was reported that the patient underwent complete sling/mesh removal and autologous sling implantation on (B)(6) 2013. The patient was re- hospitalized on (B)(6) 2013 due to post operative infection. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent mesh excision on (B)(6) 2011 due to extruded mesh.